Event description:
Boston scientific received information that this patient's daughter reported that her mother died two months after a system implantation due to a perforation by this right ventricular (rv) lead. Following the implantation procedure, her mother reported that there was noticeable muscle movement in her chest. A follow up was performed and the physician conducted a frontal chest x-ray and checked the device. The physician reported that all tests were normal and no abnormalities were noted. Five days later, her mother reported feeling a burning pain when she was bending over. Another follow up was performed where both a chest x-ray in the lateral position and echocardiogram was conducted. The tests revealed that the rv lead had perforated the heart wall and the tip was located in the pericardium. The lead was not explanted as the physician did not want to provoke any further bleeding. The patient was monitored for several weeks and the rv lead continued to move out of the heart during this time and "curl". Eventually, the patient died from tamponade. The pacemaker and lead were explanted. The lead was given to the patient's family along with the original packaging. The associated device was discarded and will not be returned. The patient's daughter returned the rv lead for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted that the helix was extended with tissue entwined and there was dried blood in the helix mechanism up through the lumen of the lead. Due to the presence of the blood infiltration and tissue, the helix was unable to be retracted or extended during testing. The lead tip was also found to be bent at a 10 degree angle between the helix housing and electrode ring. In addition, cuts in the insulation was noted approximately 212 mm from the lead's terminal pin at the location of the suture sleeve tie down. The suture sleeve was not returned with the lead and the cuts are most likely induced during the explantation of the lead. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the field observations that this lead had perforated the heart wall.